Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump alarmed no delivery after changing the infusion set. The customer reported a blood glucose of 160 mg/dl. The customer stated he removed the cannula and it was not kinked. Now, the pump keeps alarming no delivery even with a new infusion set, and insulin is also exiting the tubing without any input from the customer. Troubleshooting was performed due to the insulin squirting out without input, and the issue was not resolved. The pump was replaced and will be returning for analysis. The customer was advised to speak with healthcare provider for a back up plan.

Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No prime anomalies were noted. Unit received with fading serial number labels. Unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.